Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt's pump had eroded through their skin. The pt wanted the pump replaced. They had planned to do a pump replacement. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.